Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator generated a battery error code. The ventilator was not in use on a patient at the time of the reported event. Reportedly, the customer replaced the battery to resolve the issue. The original battery was not available when the service engineer (se) inspected the ventilator. The se inspected the device and could not duplicate the reported event. The se performed calibrations and extended self-testing on the device and all tests passed.